Manufacturer narrative:
Customer technical support (cts) assisted the customer to open the ise compartment and check for any present leaks, while wearing personal protective equipment (ppe). The customer noted that the blood urea nitrogen (bun) cup appears to be overfilling or not draining. A field service engineer (fse) was dispatched on (B)(6) 2010 and found the modular chemistry (mc) sample probe wash collar vacuum valve was not operating properly. The fse replaced the valve, and found it to be clogged. The fse also found a clog in the electrolyte injection cup (eic) valve which was cleared. The system is now operating acceptably.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leaking onto the floor below the modular chemistry (mc) reagent compartment located in the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.